Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported shaft kink was not confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional graftmaster device referenced is being filed under a separate medwatch report #.

Event description:
It was reported that the procedure was to treat a perforation in a moderately tortuous and mildly calcified mid right coronary artery that was 80% stenosed. A 2.8 x 26 mm graftmaster covered stent was advanced; however, the device met resistance with the anatomy and the hub became kinked. Therefore, it was removed from the anatomy and the hub separated outside the anatomy. A 2.8 x 19 mm graftmaster covered stent was then advanced; however, it failed to cross the lesion due to the anatomy. Therefore, a 2.5 x 15 mm and a 3.0 x 20 mm non-abbott stent were implanted to treat the perforation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.